Manufacturer narrative:
Since the date of explant was not provided and there is no proof of explanation, device is considered implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Consultant reporting a patient with ruptured prosthesis. This relates to the left device. The device status is unknown.